Event description:
It was reported that bd insyte autog bc leaked beyond the septum. The following information was provided by the initial reporter: one of my pre-operative nurses was inserting an IV, and the safety mechanism that stops the backflow of blood from the IV catheter failed resulting in the blood exiting the other side of the IV and saturating the employee. Blood exposure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information received: yes, the nurse was wearing gloves, and there was no exposure to mucous membranes or open skin. E/f codes updated.

Event description:
Sent: thursday, (B)(6) 2025, 10:02 am yes, the nurse was wearing gloves, and there was no exposure to mucous membranes or open skin.

Event description:
No additional information.

Manufacturer narrative:
The complaint of a blood leak was confirmed from the circumstantial evidence that was observed on the returned sample. One fully retracted needle was received with blood residue within the grip and barrel. The IV catheter was not returned with the shielded needle. The leak path could not be determined due to the sample condition; however, as the sample supports the complainant¿s description of the reported event, the complaint was confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.